Event description:
A report was received that the patient's lead was explanted due to high impedances. The lead was replaced and the patient is reportedly doing well after the revision

Event description:
A report was received that the patient's lead was explanted due to high impedances. The lead was replaced and the patient is reportedly doing well after the revision.

Manufacturer narrative:
Device evaluation indicated that the lead passed photographic imaging test performed. Visual inspection revealed lead was cut from the proximal end. The distal end portion of the lead was not returned. No electrical tests were able to be performed because of the damage lead. Based on the condition of the lead the complaint of high impedances could not be fully investigated.